Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was identified as white silicon. A specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif-ez1500 chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif-ez1500 chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the investigation, the observed foreign material in the nozzle appeared to be a white foreign material composed of silicic acid, organic silicon, and minute amount of protein. It is presumed that silicic acid was derived from tap water or chemicals, silicon from silicon-based chemicals such as anti-foaming agent which was used during the reprocessing process, and protein from bacteria or protein-based chemicals which was used for the peripheral environment. There was no observed device deformation that might contribute to the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance with the IFU. A definitive root cause and origin of the foreign material could not be determined, however, the observed foreign material was likely the result of insufficient device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no response when pressing switch #2 on the gastrointestinal videoscope. The issue occurred when preparing the device for use. The procedure was completed with the device. The customer noted that the device was previously repaired within the last six months for the precision of the operating part angle knob not being maintained. An inspection was requested and no leak was found, but switch #2 was not working. The opportunity to press switch #2 was low at the facility and it took time to discover the problem. There were no issues during previous procedures. The customer noted that the device was handle carefully, cleaned the device according to the instruction for use, and carefully wiped the gaps between the angle knobs. Although the scope was wiped off by inserting a towel into the gap, the wiping was difficult unless a cotton swab was used. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and switch #2 did not work due to corrosion. Also, evaluation found that water tightness was lost due to damage on the up/down knob, the bending section cover adhesive was cracked, the control unit was discolored, the suction cylinder was shaved, the image guide protector was discolored, the light guide lens was discolored, the connecting tube was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.